Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: "material sensitivity reactions", "inadequate range of motion due to improper selection or positioning of components", "intraoperative or postoperative bone fracture and/or postoperative pain", and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2014-06719 / 06720). Still implanted.